Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Revision performed due to a postoperative wound infection.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.